Manufacturer narrative:
Product analysis (B)(4) :equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5). As found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The unknown coil used during the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub or micro catheter body. Blood was found within the hub and sporadically throughout the micro catheter. The catheter was found to have a kink and a partial separation near the distal tip (proximal to marker band). The catheter wall near the separation was found to be thinning with the surface partially melted (possibly due to steam shaping). The coating of the distal micro catheter was found damaged. The distal tip and marker band were found partially crushed. Testing/analysis: the total length was measured to be ~152.0cm, and the usable length was measured to be ~145.1cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ±1.5cm). The echelon-10 micro catheter was flushed, and water exited the distal end as well as at the separation. An in-house 0.0160¿ mandrel was inserted into the hub, through the micro catheter body and became stuck at the kinked location. The inner diameter of the hub was measured to be 0.0165¿ and the ID of the distal end could not be measured. (Specification: 0.0165¿ minimum). Conclusion: conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was co nfirmed. The cause of the resistance was found to be the kinked distal tip. It is likely the kinking, coating damage and catheter partial separation were caused by distal tip being shaped improperly, causing the catheter wall to thin, and the tip to become kinked; leading to the catheter wall to separate. It is possible the catheter was held too close to the heat source, heat was set too high, or the catheter was held for too long to the source, causing the catheter damage. As the coil used during the event was not returned for analysis, any contribution of the coil towards the failure could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil could not be pushed out of the distal end of the echelon microcatheter. The echelon and any accessories were prepared as indicated in the instructions for use (IFU). The echelon was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an intracranial aneurysm. The access vessel was the femoral artery with a diameter of 9mm. It was noted the patient's vessel tortuosity was normal.